Manufacturer narrative:
H10: additional information can be found in b5 and concomitant product.

Event description:
Additional information received from the customer indicating that the issue appears to be related to the use of macropharma bags and a poor seal between the bag spike and the fluid bag, not an issue with the leaking sets as previously thought.

Manufacturer narrative:
H10: additional information can be found in b5.

Event description:
Additional information was received stating that the leaking came from the side of the spike. There is no information available to clarify that the set is not the cause of the leaking.

Manufacturer narrative:
The customer indicated that the device was discarded. No product samples, videos, or photographs were returned for investigation. No DHR lot review was conducted because no lot number(s) was/were identified. A probable cause cannot be identified based on the information that has been provided.

Event description:
The event involved a device with unknown list number and unknown lot number that was reportedly leaking chemotherapy and resulted in unprotected chemo exposure. The customer stated that the leak could have occurred on the b port under the clave or under the port by the cassette. The event occurred during the infusion of zometa, the line was discarded in a purple top box, the tubing was replaced and therapy was resumed after the spillage was dealt with. There was no serious injury, no blood loss, and no adverse operator consequences, however, a delay in therapy and unprotected chemo exposure was reported.